Manufacturer narrative:
(B)(4). Date sent: 8/23/2023. D4: batch # 827a48. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45nk device was received with the firing mechanism damaged and no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found damaged. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guidewires, etc., are within the instrument jaws. Firing over an obstruction may result in improperly formed staples, and/or inability to open the instrument jaws. Incomplete firing may result in malformed staples, incomplete staple line, bleeding, and/or difficulty removing the device. A manufacturing record evaluation was performed for the finished device batch number 827a48, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, x95h7n, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in the operation, after using the first firing and reload cartridge. And then next firing stage, it was not stapled. No patient consequences reported. No further information is available.